Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right ventricular (rv) lead revealed high pacing impedance. The physician suspected lead fracture. The rv lead was capped and replaced on (B)(6) 2022. No patient consequences were reported and the patient was discharged.